Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported interrogation issue; the rf (radio frequency) head interrogates with no issues. Analysis found the rf head cable is slightly twisted.

Event description:
It was reported the rf (radio frequency) head was having trouble interrogating devices and doesn't seem to pick up signals from the device. It is noted this is becoming more difficult over time. The rf head was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.